Event description:
The lay user/patient contacted lifescan alleging that the product display issue of a "cracked" display was unresolved with troubleshooting. There were no allegations of harm or injury. The meter was replaced.

Manufacturer narrative:
The lay user/patient product(s) has been returned, and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a damaged display. Cracked / broken lines and black marks found on the lcd. If any additional information is available, the FDA will be notified in a second followup report. At this time, we consider this matter closed.